Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision (B)(6) 2020. Tc3 total with sleeve and stram femur and tibia. Loosening of tibia tray.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system.

Event description:
Please confirm if the tibial tray was loose at the cement to implant, bone to implant and/or bone to cement interface. Answer: bone cement. Can you confirm if depuy cement was used during the primary surgery? If yes, please provide the part and lot numbers of the cement. Quantity of the depuy cement used. Answer: not depuy synthes. Affected side: answer: right. Was surgery time extended? If yes, what was the duration of the delay? Answer: this was a revision. Product and lot number of the following: sigma tray fb + femur + insert answer: 6.1 femurkomponent: size 3. 6.2 insert: 8 mm. 6.3 tibial tray.